Event description:
The patient's mother reported that the subject pump intermittently powers off. At the time of the call, the reporter did not have the pump with her to troubleshoot. The reporter was unable to confirm if there was any visible damage to the pump casing such as a crack. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): a review of the black box from (B)(4) 2012 showed no evidence of power loss or rebooting. The battery cap was able to tighten securely to the pump with no o-ring visible. The pump was exercised for 24 hours with no power loss or rebooting. The complaint could not be confirmed or duplicated on investigation. Unrelated to the complaint, investigation revealed that the keypad was torn at the ok and contrast keypad buttons. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.